Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg, ICD, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported a patient alert occurred and the patient presented to the healthcare office for evaluation. Oversensing was observed on the right ventricular lead. A holter monitor was ordered and the lead remains in use. No patient complications have been reported as a result of this event.